Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer reported that their viewsonic (B)(4) screen went dark. This resulted in a temporary loss of centralized monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.